Event description:
Info received alleged that the stretcher in maintenance area had no hold on all four casters in brake mode. No injury reported.

Manufacturer narrative:
Technician found the stretcher in maintenance area. Isolated the problem to no hold on all four casters in brake mode. Adjusted all 4 casters to resolve this issue.